Manufacturer narrative:
Findings: the insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's o-ring was damaged the customer's blood glucose was unknown. The product was returned for analysis.